Event description:
The patient received the following results on the aviva nano system within 10 minutes: 18.0 mmol/l and 8.0 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Unable to test retention due to unknown lot number.